Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract procedure an ophthalmic operating console was not communicating with footpedal and ophthalmic handpiece and also exhibited loss of vacuum in phacoemulsification mode. The phacoemulsification tip was found clogged and exhibited low vacuum. The procedure was competed successfully using another phacoemulsification tip and console. It was also reported that patient required vitrectomy to remove the cataract portion that fell to the back of the eye and have a replacement lens sewn in. Additional information has been requested but none received till date. This report is for the ophthalmic operating console involved in this event.